Event description:
The surgeon noticed a corneal burn at the end of the case when the wound would not seal; three sutures were used to close the wound. The patient was seen one day post-op, and will be seen again one week later. Additional information had been requested, but the surgeon declined to complete the questionnaire.

Manufacturer narrative:
A company service rep was working with the surgeon to review technique and settings; after finding, the surgeon was not using recommended parameters. A cassette was returned for evaluation. Investigation, including root cause analysis is in progress.